Event description:
It was reported that during a novasure procedure on (B)(6) the physician reported that post ablation a hysteroscopy was performed and it revealed what looked like mesh adhering to the posterior wall of cavity. Inspection of the device showed a hole in the mesh on both anterior and posterior side. Physician performed a new hysteroscopy and flushed off the mesh from the wall and removed the remnant. Cavity was well ablated and no additional injury was reported. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. Customer provided images that confirmed the event but could not traced to the possible root cause. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.